Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticmo12.6 implantable collamer lens of -16.5/1.5/074 (sphere/cylinder/axis) tore during loading. There was no patient contact. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).